Manufacturer narrative:
Additional information: e4, g2, h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set leaked at the connection site between the syringe and extension tubing. The tubing was to be changed immediately. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI)#: the lot number UDI is unavailable as the lot number of the device is unknown. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.